Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to loose ferrite cable into power supply connector which caused error 571.6241. A review of the device history record showed the device had a manufacture date of (B)(6) 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was involved in a production failure qn(B)(6) for error 570-6200, which does not correlate to the customers reported issue.

Event description:
It was reported that the device alarms for no apparent reason. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarms for no apparent reason. No additional information was provided. There was no patient involvement.